Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not consume enough food for the intended amount of bolus delivery. Customer's blood glucose (bg) level was "low"; however, a bg value was not provided. Customer declined to provide further information or undergo troubleshooting.